Event description:
The customer stated that she was hospitalized, due to hyperglycemia. The customer reported that her blood glucose reading was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.